Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker had an error message. It was also noted that the merlin on demand was not able to send transmission. The issue was resolve by clearing out the characters in the patients information. The patient was stable.